Event description:
It was reported that the programmer was "broken" and that there was no more information available. The programmer was returned for service. No patient complications have been reported as a result of this event. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was able to confirm the customer comment that the programmer was "broken," the head connector was loose, the keyboard slide was missing and the keyboard case hinges were broken and that the system fan was noisy. It was noted that due to the unavailability of repair parts the programmer would be scrapped out. (B)(4).